Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-31597. It was reported that the patient experienced lead migration. The patient had a fall about 2 months ago. The lead migrated and the patient stated therapy changing at that time. As a result, the patient underwent surgical intervention in which the lead and ipg (manufacturer report reference number: 3006705815-2020-31479) were explanted and replaced. Note: it is unknown which lead migrated, therefore both leads are being reported on.